Event description:
It was reported this balloon was used as a fogarty type device to remove clot at the arterial anastomosis of an arteriovenous hemodialysis fistula graft. Following multiple inflations of the balloon and numerous declot attempts, the balloon detached from the catheter shaft in the pt. The pt was sent to surgery and a cutdown procedure was performed to successfully retrieve the detached balloon. Removal of clot was also successfully performed at that time. The pt's condition is good. This device has been destroyed by the user facility. Therefore, no failure analysis will be available. It was indicated this balloon catheter was used as a fogarty type device to remove clot in a dialysis graft, which is a non-indicated use of this device. Co believes this non-indicated usage of the device contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "marshall balloon dilation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. Any use for procedures other than those indicated in these instructions is not recommended. If resistance is encountered due to balloon rupture or for any other reason when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove them as a complete unit to prevent damage to the guidewire, catheter, introducer sheath, or vessel."